Manufacturer narrative:
D10. Device available, return date - additional information g4. Date manufacturer received - additional information g7. Type of report - additional information h2. Follow-up type - additional information h3. Device evaluation, device returned - additional information h6. Evaluation codes - additional information, device evaluation h10. Additional manufacturer narrative - additional information, device evaluation the axium prime coil was returned for analysis. The instant detacher used during the event was not returned for analysis. The axium prime pushwire was found broken distal to the break indicator with the proximal segment (actuator interface, positive load indicator, break indicator and coupler tube) not returned for analysis. This is indicative that a manual detachment was attempted at this location. The coin was found present and still against the lumen stop with the shield coil present and intact. The implant coil was still attached to the pushwire. The implant coil was found damaged and stretched with the polypropylene filament intact. A detachment was attempted by pulling on the exposed release wire. The release wire and coin did not move freely. The distal outer jacket was removed, and dried blood was found within the jacket and lumen stop. The device was put into an ultrasonic cleaner to dissolve the dried blood. The release wire was then retracted, and the coin came out of the lumen stop, releasing the implant coil against high resistance. The detach element ball was found intact. The lumen stop and retainer ring were found to be damaged (ovalized) and could not be reliably measured. The coin was found damaged. No other damages or abnormalities were observed. Based on the analysis performed, the report of ¿non-detachment¿ was confirmed as the device was returned with the implant coil still attached. The likely cause of the non-detachment is the coin became jammed within the lumen stop. The damages found on the lumen stop and the coin is consistent with the two becoming stuck. In addition, the retainer ring and implant coil were damaged/stretched, indicative that excessive torsion was experienced by the pushwire/implant. Potential causes are patient vessel tortuosity, attempts to advance or retract device against resistance, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation and incompatible catheter. The physician reported patient vessel tortuosity as moderate and device was prepared as per IFU. There was no non-conformance to specification identified that could potentially contribute towards the non-detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic implant coil could not be detached using instant detacher (ID) and could not be detached using the manual method (breaking of the hypo-tube, an alternative detachment method presented in the instructions for use). The coil was removed from the patient. A device with another lot was used and detached with no issues. The treatment was completed as planned. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a ruptured saccular aneurysm measuring 7mm x 4mm located in the anterior communicating artery (acom). The blood flow was normal, and vasculature was moderate in tortuosity. There are no images for review.